Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. B5: upon subsequent follow-up with the customer, additional information was received. The reporter clarified that injury was not a problem for the patient because the patient was already injured. It was further reported that there was no problem with the patient after the operation. E1: the reporter¿s name was provided as hashimoto, me. Their phone number was not provided. H11: corrected data: correction: d4: serial number and UDI number: the serial number (B)(6) and UDI number (B)(4) were inadvertently omitted in the initial report. The serial number and UDI number has been updated accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: complaint history review: a complaint history review was performed which indicated that there have been similar complaints logged against this product code. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is relevant to the current reported condition. It was determined that the positive service history record alone was not sufficient to raise a CAPA and the details would be used for product trending. Device evaluation: this device was returned for evaluation. Quality engineering evaluated the device and determined that the device passed all visual inspections and pre-repair diagnostic assessments, and no failures were identified. It was further noted that the reported condition could not be confirmed since the codman drill device was not returned for investigation. It was determined that the issue found with the device was not related to the reported condition. Therefore, the reported condition was not confirmed, and an assignable root cause was not determined. However, during evaluation, it was determined that the gear created noise and there was a slight vibration; however, function wise the device met all requirements. The assignable root cause was determined to be due to component failure from normal wear.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Concomitant med products and therapy dates: perforator device, (B)(6) 2020. The reporter¿s phone number and complete facility address were not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. (B)(4).

Event description:
It was reported from (B)(6) that during an unspecified craniotomy surgical procedure, while the surgeon was perforating a burr hole on the skull using the compact speed reducer device and a perforator device, it was discovered that the patient's pachymeninx was damaged. It was reported that the surgeon followed the perforator¿s recommendations to run the device at 60,000 rotations per minute (rpms). It was not reported if there were any delays in the surgical procedure or if a spare device were available for use. There were no reports of any allegation of malfunction against the device. There was patient involvement reported. It was not reported if there was any medical intervention or prolonged hospitalization required as a result of this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.